Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 3.4, lab 18.3, mean 10.9 confidence limits: unable to be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be calculated. Per tr #0150, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. This case qualifies as an adverse event due to hospitalization and medical intervention. Based on text, the pt was in the hospital being treated for severe anemia. Also, customer has used up the entire strip lot of 070202. Meter will be tested when returned.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 3.4, lab 18.3.